Event description:
Case description: investigation results: name: novopen echo plus, batch number: nvgby37. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several negative and split doses were observed in the logs.visual examination and functional testing were performed. The electronic display showed "error" when the dose button was fully depressed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. During examination of the product, the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing using a random cartridge.the product was found to be normal. The results were found to comply with specifications.the electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour.the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device.the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection.the observed problem was caused by unintended use of the device. Name: novorapid penfill, batch number: pr71fs8. A visual examination of the returned product was performed. The returned cartridge was tested for delivery with a novopen echo and a novo nordisk needle. During testing it was possible to deliver preparation. During examination of the product, no irregularities related to the complaint were detected. The complaint had been registered in the novo nordisk complaint handling system and, when required, a medical evaluation had been performed. Furthermore, a visual examination of the received sample had been performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission case was updated with the following: expected date of fu removed and final report ticked in EU/ca tab. Is non-reportable updated to yes. Investigation results updated in qc results and qc comment. Bcdg codes updated in device addendum. Narrative updated accordingly. Current location of the device updated from unknown to manufacturer. Final manufacturer comment: 12-jan-2026: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon preliminary evaluation, the mechanical functions of device were found to be normal. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo plus and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for development of hyperglycaemia. H3 continued: evaluation summary. Name: novopen echo plus batch number: nvgby37. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several negative and split doses were observed in the logs.visual examination and functional testing were performed. The electronic display showed "error" when the dose button was fully depressed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. During examination of the product, the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing using a random cartridge.the product was found to be normal. The results were found to comply with specifications.the electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour.the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection.the observed problem was caused by unintended use of the device.

Event description:
Event [preferred term] (related symptoms if any separated by commas) high blood glucose values [blood glucose increased], suspected the insuline pen malfunctioned [device malfunction], did not injected the right amount of insuline set [incorrect dose administered by device]. Case description: this serious spontaneous case from the netherlands was reported by a health care professional nos as "high blood glucose values(blood glucose increased)" beginning on (B)(6) 2025, "suspected the insuline pen malfunctioned(device malfunction)" with an unspecified onset date, "did not injected the right amount of insuline set(incorrect dose administered by device)" with an unspecified onset date, and concerned a 45 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (injected the prescribed insulin units again) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes (duration was not reported). N an unknown date it was suspected that the novopen echo plus malfunctioned and did not injected the right amount of insulin set. On (B)(6) 2025 following incident occurred. Late in the morning, patient's blood glucose (blood glucose) was very high at 26 mmol/l. The hcp injected according to protocol the prescribed units of insulin with the insulinpen. Two hours later, blood glucose was hi. Health care professional then injected the prescribed insulin units again. Because the blood glucose level didn't decrease injected according to protocol again insulin. Because the blood glucose level still didn't drop patient was taken to the hospital. There, they managed to lower the blood glucose level through treatment. Reporter suspects the insulinepen is malfunction and did not injected the right amount of insuline set. Batch numbers: novopen echo plus: nvgby37 ; novorapid penfill: (B)(4). Action taken to novopen echo plus was not reported. Action taken to novorapid penfill was reported as dose increased. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply the outcome for the event "high blood glucose values (blood glucose increased)" was not reported. The outcome for the event "suspected the insuline pen malfunctioned (device malfunction)" was not reported. The outcome for the event "did not injected the right amount of insuline set (incorrect dose administered by device)" was not reported. Reporter's causality (novopen echo plus) - high blood glucose values (blood glucose increased) : possible suspected the insuline pen malfunctioned (device malfunction) : unknown did not injected the right amount of insuline set (incorrect dose administered by device) unknown . Company's causality (novopen echo plus) - high blood glucose values(blood glucose increased) : possible . Suspected the insuline pen malfunctioned(device malfunction) : possible . Did not injected the right amount of insuline set(incorrect dose administered by device) : possible . Reporter's causality (novorapid penfill) - high blood glucose values(blood glucose increased) : unknown. Suspected the insuline pen malfunctioned(device malfunction) : unknown . Did not injected the right amount of insuline set(incorrect dose administered by device) : unknown . Company's causality (novorapid penfill) - high blood glucose values(blood glucose increased) : possible . Suspected the insuline pen malfunctioned(device malfunction) : possible . Did not injected the right amount of insuline set(incorrect dose administered by device) : possible.